Event description:
Customer reported via phone, she was having issue with the sensor adhering in the serter. During troubleshooting customer reported she was experimenting high blood glucose of 400 mg/gl. Troubleshooting for high blood glucose was not performed. Customer is not returning the insulin pump for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.